Event description:
Consumer claims to have had an ear pierced with the inverness ear piercing system at a retail vendor on 7/25/1998. He sought medical treatment for embedment of the earring on 8/3/1998. He was prescribed antibiotics.